Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that on 2014 (B)(6), the patient was admitted to the hospital for somnolence and altered mental status. The hospitalist requested for the pump to be turned to minimum rate. The pump was then turned back up to the original flow rate after the hospitalist talked with the patient¿s managing pain physician and the on-call pain physician. It was the managing physician¿s belief that the cause of the patient¿s somnolence was unrelated to the pump. It was later determined that the cause of the event was ¿external drugs¿; drug effects and not the pump. The reporter was told by the nurse caring for the patient that the patient was also taking oral baclofen, but the amount was unknown. Per the healthcare provider (hcp), the patient was also taking insulin, vitamin d, omega 3, vitamin c, lasix, acetaminophen and colace. No special diagnostic procedures were ordered or performed. There were no specific product issues reported. The patient was allergic to morphine. Patient status at the time of the report was alive with no injury; however, it was unknown how the patient was doing. The device system delivered lioresal, clonidine and fentanyl.

Event description:
It was later clarified that the type of baclofen contained in the pump was compounded baclofen and not lioresal.